Event description:
It was reported the pt was "twiddling" the device and broke the extensions. The pt experienced no stimulation and recurrent tremor. X-rays showed an empty space between the lead and extension, indicating a broken extension. The extension was replaced. The hcp reported the pt outcome as no injury. Please see MFR report # 3004209178-2010-00859.

Manufacturer narrative:
(B) (4).